Event description:
This complaint is now reportable based on the analysis completed on 10/09/2006. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the 3.00x8 mm taxus express2 drug eluting stent was not mounted properly on the balloon. The lesion being treated was located in the proximal circumflex (cx) artery. The procedure was successfully completed using another taxus stent. No patient complications were reported. Patient status reported as 'ok". Analysis of the returned product identified a shaft fracture.

Manufacturer narrative:
No root cause could be determined for the complaint reported. No stent damage was present. Device analysis could not confirm the reported complaint. The complaint report stated, the physician thought the stent was not mounted correctly on the balloon and therefore did not use the device in the procedure. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. However, device analysis received the device in two sections. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 53 cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. Severe kinking was noted along the entire lenght of the hypotube. This type of damage is consistent with excessive force being applied during delivery attempts, which may have initially kinked the device and then resulted in the hypotube breaking. A review of the manufacturing records for the top assembly batch and sub-assembly batch found that the device met its material, assembly and product specifications.